Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2014 due to loss of bcva (preop 20/25, post-op 20/40). The lens was exchanged and the problem was resolved. Patients last bcva on (B)(6) 2014 was 20/20.

Manufacturer narrative:
Pt weight: unk. (B)(4).